Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Onsite investigation was preformed and the field representative was unable to replicate the reported event as system functioned as intended and without issues. No parts will be returned or replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was unable to complete motion calibration and the unit kept re-starting calibration. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: device UDI now provided. New information: device manufacturing date now provided. The software investigation found that a probable cause was unable to be determined without further information since the behavior cannot be replicated during the system checkout and no logs were available.